Event description:
During the attempted repair of the ritht superficial femoral artery (sfa), the stent could not be fully deployed because of damage to the tip of the delivery sheath. The info states that the physician used a controlateral approach from the left groin. The sds was safely removed and another stent was placed to successfully repair the lesion. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.